Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there is a rate discrepancy created by the syringe when detecting a smaller volume than 2 ml. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, medical device model #, concomitant med prod data. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of a rate discrepancy created by the syringe when detecting a smaller volume than 2ml was not confirmed as no devices were returned for the investigation. Laboratory testing of the suspect syringe module and concomitant pcu could not be performed since the incident devices were not received for this investigation. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, logs analysis could not be performed. The bd alaris¿ system with guardrails user manual v12.3.1 states in warning: the drug calculation feature is to be used only by personnel properly trained in the administration of continuously infused medications. Extreme caution should be exercised to ensure the correct entry of the drug calculation infusion parameters. There is a potential for a discrepancy in precision between the numeric values displayed on the system (pcu, pump module and syringe module) and in the electronic medical record (emr)/hospital information system (his) due to different rounding rules. The device accepts a limited set of precision values for manual input and display, however, all program values are calculated and reported to 4 decimal places of precision. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable cause of a rate discrepancy created by the syringe when detecting a smaller volume than 2 ml could not be determined as no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there is a rate discrepancy created by the syringe when detecting a smaller volume than 2 ml. There was no information on patient involvement.